Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted. Upon inspection, it was noted that the defib conductor of the lead was distorted and fractured (overstress). Upon inspection, it was noted that the defib coil on this specific sprint quattro lead was distorted.

Event description:
It was reported that during the implant procedure, the physician had difficulty placing the lead and the svc coil frayed possibly due to retraction through 9fr safesheath valve. The device/lead was not implanted. No patient complications have been reported as a result of this event.